Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's reason for calling is to ask if their leg numbness could be related to their ins "somehow having moved and might be pressing on a nerve". The patient stated they had a fall on (B)(6) 2019. The patient stated that a CT scan was done and showed everything was fine. The patient stated the numbness began a couple months after the fall. The patient stated the numbness began a couple months after the fall. The patient stated that every time she sits down a certain way her leg will go numb and stay numb and the patient will have trouble walking. The patient stated the numbness would come every three weeks for half a day, but has been worse the last few days. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient verified that she felt this numbness towards the battery site despite stimulation being turned on or off. The patient had an appointment with her health care professional and was going to discuss possible imaging tests. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-11. The patient is having an issue with feeling numbness in their left leg. It is hard to walk. They tried to lower stimulation and tried turning it off but that did not help. They still feel the numbness even when the stimulator is off. The patient called their healthcare professional (hcp) who told them to contact patient services. Patient services reviewed the role of a manufacture representative (rep) and redirected back to the hcp to have a rep invited. The patient accepts. The event began on (B)(6) 2019. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was wondering if the ins had the capability to move inside their body because it felt like the ins was pinching a nerve and had moved. It was reviewed that the ins has the capability to move and the ins status could be checked by their healthcare provider. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient met with a representative at their doctor's office who manipulated their battery until the ins migration issue was fixed. They noted that the issue was resolved and that the ins works fine now. No further complications reported.